Manufacturer narrative:
The product was not returned for evaluation. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. The following sections have been updated: d4: (B)(4), g7: checked "follow-up," h2: checked follow-up type, h3: changed "no" to "yes."

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Since it is a bundle device item and lot number is implant information. Product not returned to manufacturer.

Event description:
It was reported that the bundled screw (urs2) that is included with implant (tsv4h10), stripped inside implant. It was also reported that the patient will return for the screw removal.